Event description:
Inflation bulb unexpectedly fell off signature chrome palm aneroid manometer during use. This device was without evidence of damage prior to failure. This failure delayed proper assessment of a patient during emergency medical care.